Event description:
It was reported that during a ptca treatment procedure, the distal tip broke off of the shaft of the luge wire. The lesion being treated was 85% stenotic lesion in an angled and inferior off-take of the mid right internal mammary coronary artery. It is noted that ivus was not used in this case and the groin access site was tortuous. The physician advanced the luge guidewire and a 6 fr j&j britetip guide catheter across the lesion, then introduced a biotronik pleon 2/20 mm balloon over the wire. At that time, the physician noticed that the luge wire had fractured 20 mm from the distal tip. It is noted that no resistance had been met during insertion. The physician spent three hours in a failed attempt at percutaneous retrieval of the fractured portion of wire. The pt was then take for emergent CABG surgery was successful removal of the retained wire. Current pt status is reported as 'fine'.